Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551015, expiration date 08/31/2010). Reference medwatch report with pt identifier (B) (4) for the suspect device used in system 2.

Event description:
Customer reportedly received result of 259 mg/dl on advantage system 1 and 109 mg/dl on advantage system 2 within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.